Event description:
It was reported to medtronic neurosurgery that the valve was found not to function after it was implanted. According to the report, the valve was explanted and found to be leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.